Event description:
It was reported that the customer had a button error on the insulin pump. Customer's blood glucose level was 120 mg/dl. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
No button error alarm noted. Insulin pump has intermittent button response due to moisture damage on keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on lcd window, scratched reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.